Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom the reservoir keeps coming out. The customer¿s blood glucose level was 102 m/dl at the time of the incident. The customer stated that she has changed the infusion set a couple of times but thinks she doing something wrong and the bottom the reservoir keeps coming out. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated two open/used reservoirs. Performed pre-fill reservoirs test. Found reservoirs no leakage anomaly when removing the plungers, performed manual test and found plungers easy to release from stopper-plungers.